Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/cramping") and uterine haemorrhage ("severe uterine bleeding") in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy, removal of the coils). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and uterine haemorrhage had resolved. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: the essure insertion procedure was without complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: confirmed full occlusion. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2007, and reported adverse events of severe pelvic pain/cramping and severe uterine bleeding. She underwent a laparoscopic supra-cervical hysterectomy and bilateral salpingectomy which resulted in the removal of the essure coils (approximately two years and eight months after insertion). Pelvic pain and uterine bleeding are common in women, and may have multiple causes. In this particular case, no alternative explanation was available for the events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/cramping") and uterine haemorrhage ("severe uterine bleeding") in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy, removal of the coils). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and uterine haemorrhage had resolved. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: the essure insertion procedure was without complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: confirmed full occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2007, and reported adverse events of severe pelvic pain/cramping and severe uterine bleeding. She underwent a laparoscopic supra-cervical hysterectomy and bilateral salpingectomy which resulted in the removal of the essure coils (approximately two years and eight months after insertion). Pelvic pain and uterine bleeding are common in women, and may have multiple causes. In this particular case, no alternative explanation was available for the events. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/cramping") and uterine haemorrhage ("severe uterine bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), nausea ("nausea"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingooophorectomy, removal of the coils). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, menorrhagia, headache, abdominal pain and back pain had resolved and the migraine, nausea and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, headache, menorrhagia, migraine, nausea, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: the essure insertion procedure was without complications. Approximately 4 coils were outside the left tubal ostium and 3 coils on the right . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: confirmed full occlusion on (B)(6) 2010, surgical pathology report :pre and post operative diagnosis: dub specimen(s) submitted: a. Uterus ( no cervix); b. Both tubes and ovaries a. Uterus (no cervix):- proliferative endometrium.- benign hyalinized fibrous nodule within myometrial wall. Small portion of endocervical mucosa is noted. B. Both tubes and ovaries: - follicular cysts and benign epithelial inclusion cysts. - fallopian tubes, benign paratubal cysts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 11-sep-2018: plaintiff fact sheet received. Events abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nausea, dysmenorrhea (cramping) were added. Outcome of bleeding and pain were added. Reporter added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.